Event description:
A surgeon reported that upon switching from balanced salt solution to air, the patient's eye became soft during a procedure. The pressure was quickly increased to recover and the case was completed without harm to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).